Manufacturer narrative:
Concomitant medical product: w4tr01 crtp implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure, the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.